Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump would reboot multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, there was evidence of moisture contamination inside the battery compartment. A leak test was performed and passed. The pump case was removed and there was evidence of additional moisture contamination inside the pump on the battery canister. The battery cap was able to fully tighten however the cap did not measure within contact height specifications. The pump was unresponsive with both the returned battery cap and a test battery cap. There were no audible tones or vibratory alerts and the display was blank upon battery insertion. The complaint of a power issue was duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked below the grip pad.